Manufacturer narrative:
The service engineer (se) replaced the direct current (dc) to dc converter printed circuit board assembly (pcba) and the graphic user interface (gui) pcb as a precaution. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. Covidien/medtronic has not received the device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a 980 ventilator was powered on it had a "smokey smell." The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the graphical user interface (gui) printed circuit board (pcb) and the dc-dc converter (pcb) were returned for failure investigation. Visual inspection was performed. It was noted that the dc-dc converter pcb had thermal damage to multiple components surrounding the c83 capacitor and additional thermal damage on the backside of the gui pcb. If information is provided in the future, a supplemental report will be issued.